Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: premature exchange sheath splitting. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, "the sheath split as they were trying to introduce the device." The device was removed and manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided.